Manufacturer narrative:
On 13sep2024, the bench service engineer (bse) replaced the ac power cable to resolve the electrical safety test failure issue. The device was restored to factory settings and the bse successfully completed a performance verification test (pvt) which the device passed. The pvt completed included a successful pass of the electrical safety test. The device was returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the power cable had more resistance than allowed in the electrical safety test. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The resistance issue was discovered by a bench service engineer (bse) during the initial evaluation of the device once it was received at the bench repair center. The device failed the electrical safety test due to the high resistance in the power cable. The bse determined that the power cable required replacement. This investigation is ongoing.